Event description:
It was reported that the patient had been experiencing occlusion alarms after the pump fell, which led to consulting tandem technical support. There was no adverse impact to the customer's blood glucose level. A staff member confirmed issues with reservoir insertion, and as a result, the pump was triggering alarms. Despite instructions to address the occlusion, the alarms persisted, and the blockage was identified in the cartridge. The customer changed supplies as necessary and resumed insulin therapy using novolog. Tandem technical support arranged for a pump replacement due to the patient's loss of trust in the device, and the customer was guided on returning the faulty pump using a pre-paid label within 10 days.